Manufacturer narrative:
Date returned to manufacturer: unknown. The date of investigation completed has been used for this field. Results - bd received samples from the customer facility for investigation. Blood was collected from two employee donors into (B)(4) tubes from the incident lot. The samples were evaluated and the customer's indicated failure mode for shortfill with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - not confirmed. (B)(4) customer samples were evaluated during this clinical investigation. All (B)(4) incident samples performed as expected and no product issues were observed during the clinical investigation.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tubes was underfilled. No injury or medical intervention reported.